Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not received for examination. The photo investigation and review of the x-rays provided revealed dislocation of the head and liner. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary thr on (B)(6) 2019 where a corail pinnacle was implanted. As per the notes, the patient dislocated 2 times and was then brought back to theatre on (B)(6) 2019 where the pinnacle liner was exchanged to a constrained liner and a longer femoral head implanted. Patient has now presented with pain with a the x ray showing the hip to be dislocated. According to the patient, his hip has never been right and he has suffered with pain since the original index surgery. The x ray images show a dislocated hip, locking ring around the neck and the ring that locks the poly into the shell, broken and lying in the surrounding soft tissue. On opening the hip, backend soft tissue was evident, the poly locking ring was located, bent and broken and the poly liner was found exerted in the soft tissue and not in the shell. The blackened tissue was removed, the liner removed. A new constrained liner was implanted and a head without a ¿skirt¿ implanted (the previous head ad a skirt and would have resulted in more impingement) only the products removed in this surgery have been listed. Doi: (B)(6) 2019. Dor: (B)(6) 2022. Right hip.